Event description:
In an attempt to place a multilink stent in the left anterior descending coronary, the membrane on the stent sheared off & went into the distal lad necessecitating an urgent coronary bypass operation.